Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Data was provided for investigation. The allegation was confirmed via data as a no alert/notification. The probable cause could not be determined. No injury or medical intervention was reported.